Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 1488t pacesetter lead, implanted (B)(6) 2002, 419478 lead, implanted (B)(6) 2006, (B)(4).

Event description:
It was reported that the right ventricular (rv) lead measured high superior vena cava (svc) coil impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.